Event description:
Per spontaneous call from the patient she had 2 cassettes from her last order that did not work. When she attached a new cassette to her pump on (B)(6) 2022 it alarmed for high pressure. She tried it with her other pump and got the same alarm. She inspected the cassette and did not find any physical issue and found no blockages in her line. She mixed a new cassette and was able to start her infusion with no issue with the new cassette. This happened again on (B)(6) 2022 with a new cassette and patient was able to start infusion again with another cassette. This is a life sustaining infusion. No further information available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.